Event description:
Device report 1 of 2. Reference MFR report# 1627487-2012-09151. The patient is implanted with two percutaneous leads (from different lots). It has been reported the pt has been experiencing a burning sensation in the back of her neck when the stimulator is turned up high. A full parameter diagnostic indicated high impedance values on several contacts. Reprogramming was unable to resolve the issue. The pt is working closely with her physician to determine the next course of action. A surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.